Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a chait percutaneous cecostomy catheter leaked. The chait device was placed on (B)(6) 2019 during an initial cecostomy catheter placement procedure. No temporary catheter was placed prior to placement of the chait. The device was placed related to severe chronic constipation, neuropathic bowel, and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter laparoscopically in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate enema, saline and castille soap were instilled throughout the duration the chait remained in place. On (B)(6) 2019 (8 days post-procedure), the patient experienced catheter leakage. The site noted, ¿tube catheter was leaking stool.¿ as a result, the catheter was removed and replaced on (B)(6) 2019 (15 days post-procedure). The patient had follow-up visits on (B)(6) 2019 and (B)(6) 2020; no other adverse events were reported. It was noted that the patient experienced an improvement of symptoms after device placement. Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Cook also reviewed product labeling. The instructions for use (IFU) [t_tdcs_rev7] supplied with the complaint rpn was reviewed for information related to the reported failure mode. The IFU states: ¿contraindications ¿ previous abdominal surgical procedures. Precautions. ¿ instruct the patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. ¿patient instructions for maintenance of chait trapdoor cecostomy catheter note: instruct the patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. 5. After use, patient should remove connecting tube and pin from trapdoor fitting, and close fitting to prevent leakage.¿ based on the dmr and IFU, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no device return, and the results of the investigation, cook was not able to establish a cause for this event. However, as the failure occurred 8 days after initial cecostomy placement, it is possible that the immature tract contributed to the leakage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. E3 - occupation: primary investigator. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter leaked. The chait device was placed on (B)(6) 2019 during an initial cecostomy catheter placement procedure. No temporary catheter was placed prior to placement of the chait. The device was placed related to severe chronic constipation, neuropathic bowel, and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter laparoscopically in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate enema, saline and castille soap were instilled throughout the duration the chait remained in place. On (B)(6) 2019 (8 days post-procedure), the patient experienced catheter leakage. The site noted, ¿tube catheter was leaking stool.¿ as a result, the catheter was removed and replaced on (B)(6) 2019 (15 days post-procedure). The patient had follow-up visits on (B)(6) 2019 and (B)(6) 2020; no other adverse events were reported. It was noted that the patient experienced an improvement of symptoms after device placement.